Event description:
(B)(4). I will be having the essure removed (B)(6) due to pain during intercourse severe headaches pelvic pain missed periods etc.

Event description:
(B)(4). Well started the month after getting the essure place started having pains during intercourse urinary tract infections all the time ,pelvic pain, memory loss, severe neck and head pain. Migraines to the point that made me sick and no meds would work to stop the headache, weight gain, metal taste in the mouth, hair loss , and teeth problems.